Manufacturer narrative:
Concomitant medical product(s): pm2240 ipg, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was capped at the first time and later replaced for unknown reason. It was also reported that right atrial (ra) lead showed signs of malfunction and was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed, and the proximal conductor of the lead developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right ventricular (rv) lead was capped originally as the following issues were noted: high impedance and a suspected fracture as a result of a clavicular crush with insulation damage. It was also reported that the high impedance, noise, insulation failure as a result of a clavicular crush and high thresholds were noted on the right atrial (ra) lead.